Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds in two pieces with stent. There was contrast in the inflation lumen and blood on the balloon. The balloon was tightly folded. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 19.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous locations throughout the shaft that were kinked, necked-down and stretched. Microscopic examination presented no damage or irregularities to the bonds of the device. The stent was moved toward the distal end of the balloon with stent struts stretched over the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred and stent moved on balloon. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca). A 12 x 4.50 rebel stent was selected to treat the target lesion. However, the shaft broke 20-30cm from the hub. Subsequently, the stent was torn off and was partially hanging on the balloon. The physician completely removed the device out of the patient and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft break occurred and stent moved on balloon. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified distal right coronary artery (rca). A 12 x 4.50 rebel stent was selected to treat the target lesion. However, the shaft broke 20-30cm from the hub. Subsequently, the stent was torn off and was partially hanging on the balloon. The physician completely removed the device out of the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: over (B)(6). (B)(4).